Event description:
It was reported that the customer's insulin pump alarmed motor error frequently. It was stated that the customer may have been exposed to a high magnetic field while going through multiple scans at the airport security. It was stated that the drive support cap was slightly indented. It was mentioned that the device occasionally bumped when it falls out of the holster. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. However, the device passed the displacement test, and 10.0 bolus was delivered, not motor error alarm occurred during the test. The motor tested okay. The device had cracked reservoir tube and lip, cracked battery tube threads, scratched screen, and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.